Event description:
It was reported that on (B)(6) 2024, a selenia dimensions mammography systems, 3d would not pass quality control. A field engineer was dispatched to assess the equipment and found the c-arm bolts were loose. The field engineer repaired the loose bolts and confirmed that the equipment was functioning to manufacturer specifications. No patient or user injury was reported.